Event description:
The closure device came apart as the surgeon was attempting to grab suture tie inside the pt abdomen. The piece that came apart was stuck in the cone piece of the closure device and was able to be retrieved by the surgeon. Ref # fcl2000000, lot # 6101910112.